Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse found that the system was rebooting continuously. To resolve this issue the fse reloaded operating system (os), applications, reset the back up and adjusted the rx tube and plane sensor. This was temporarily resolved the issue. 5 months later, however the system was reported with start-up problem and to resolve this issue the fse re-released the software, reset the backup and performed the validation of epx. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.

Event description:
It has been reported to philips that the system reboots continuously. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.